Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: hemicolectomy. Event description: the doctor was preparing to seal a vessel and the applicator got stuck without any clip coming out. They opened a new clip applicator and continued without problems. Additional information received from applied medical representative via email on 13jun25: there was resistance in trigger actuation. No clip loaded in the jaws. The incident was initially observed when the first clip was loaded. The clip wasn't properly seated. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. Patient status: patient is good intervention: they opened a new clip applicator and continued without problems.

Event description:
Type of procedure: hemicolectomy. Event description: the doctor was preparing to seal a vessel and the applicator got stuck without any clip coming out. They opened a new clip applicator and continued without problems. Additional information received from applied medical representative via email on 13jun25: there was resistance in trigger actuation. No clip loaded in the jaws. The incident was initially observed when the first clip was loaded. The clip wasn't properly seated. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. Patient status: patient is good. Intervention: they opened a new clip applicator and continued without problems.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of no clip loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.